Event description:
During attempted implant of this lead, the lead perforated the IV septum and the lead tip bent. The lead was retracted without further complication and discarded. Should additional information be received, this file will be updated.

Event description:
During attempted implant of this lead, the lead perforated the IV septum and the lead tip bent. The lead was retracted without further complication and discarded. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The fixation helix was found bent. The deformation probably occurred during the implantation procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.